Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 7 was failed, not detected on bus and required maintenance. The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed showing not detected on bus in recovery screen. A field service engineer reseated the connections, but it had no effect. The latch was replaced, but the issue persisted. The controller was also replaced, with no improvement. The hardware test application showed the door status as ¿n/I¿, interpreted as not installed. Subsequently, the latch on tower door 7 was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 7 was failed, not detected on bus and required maintenance. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.